Event description:
Caller reported a malfunction on the pump, specifically with malfunction code 12. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, and it was not reported to adversely affect the blood glucose level. The customer received assistance from technical support in resetting the pump but experienced a similar malfunction at least three times before. Consequently, it was resolved that technical support would replace the pump, and the customer was informed about actions needed for receiving and returning the pumps. Customer continued to use pump for insulin therapy